Manufacturer narrative:
We acknowledge and recognize the user's experience of a needlestick injury caused by the safety cover not snapping securely over the needle, leaving the sharp tip exposed. We understand the concern this has caused. The root cause of the issue has been identified. Consequently, sol-millennium implemented corrective actions at our manufacturing site, including replacing the mold core of mold ht-305 with a new one on 22 march 2025. The performance of the new mold and the effectiveness of this corrective action will be verified in upcoming production batches. Additionally, our evaluation of the risk, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Thus, the residual risk associated with the complaint is deemed acceptable based on the calculated risk priority number. This assessment is based on our track-and-trend analysis and risk management files, which are regularly reviewed and updated as part of our post-market surveillance activities. As part of our ongoing commitment to customer safety and product quality, sol-millennium will continue to monitor for this type of failure. If a recurring trend is identified, additional batch and sample evaluation will be performed at our manufacturing site.

Event description:
Customer reported a needle stick with the sol-care 18g safety needle. They say that the reason for this is that the safety cover does not snap into place over the needle.